Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error and blank display. The customer's blood glucose level was unknown at time of incident. Customer states pump has been recently powering down unexpectedly. Customer was assisted with trouble shooting for blank display, inserted a new battery and display came back. The customer was also assisted with trouble shooting for pump error of pump powering down unexpectedly. Customer states the alarm recurs during normal use. The customer states the pump was not stored or not in use for an extended period of time. Advised customer that the pump will need to be replaced. Advised customer to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.